Manufacturer narrative:
UDI: (B)(4). Please refer to medwatch report mwr- 1221934-2018-51079 regarding the related device. Evaluation statement: the complaint screws were received and evaluated. Visual inspection confirms that the screws were broken at 1/3rd length. Typically screw breaks are associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. No technique details were available to determine if the above causes contributed to the event. At this time, a root cause cannot be determined. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. Based on the overall complaint rate, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate that during screwing, the screws broke at 1/3 length.